Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Cause was not known. Reportedly, an acquaintance gave the customer drank juice to address bg. Emergency medical technician¿s (emts) were called and when they arrived the bg had increased to 64 mg/dl. Emts only monitored the customer. Recommendation was made to consult with a healthcare provider regarding diabetes management.